Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during initial inflation at nominal pressure, the balloon ruptured near the center of the balloon. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported. The patient condition was good.

Manufacturer narrative:
Initial reporter address: (B)(6).